Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 400 mg/dl and 423 mg/dl to 310 mg/dl. Customer also reported that alleging insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Customer declined to perform the high pressure test and also performed self test and the test passed. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.